Event description:
It was reported that the patient had atrial fibrillation (af) and an ablation was done. After receiving dialysis the patient had an episode with loss of consciousness. Interrogation of the implantable pulse generator (ipg) confirmed a reset had occurred. After a save-to-disk was obtained all settings were back to the original level. The sales rep explained to the doctor that the device was supposed to be replaced due to decreasing battery so that it might have high possibility of reset affected by ablation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power on reset (por) occurred on 2015-(B)(6). "Vcpu supply", "avdd supply", "dvdd supply" and "l354 self supply" indicated. Por cleared memory therefore, insufficient data available to perform longevity calculation. Battery voltage 2.62 not at recommended replacement time (rrt) on (B)(6). The device was subsequently returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 419688 lead, (B)(6) 2009. (B)(4).